Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: (B)(6) 2016 6:00am 328 mg/dl- aviva meter . (B)(6) 2016 6:10am 140¿s mg/dl- doctor¿s meter. No adverse events reported. Replacing and returning meter and test strips.